Event description:
We imported 80 cases of bard max-core biopsy instruments from (B)(4), an FDA-registered exporter. In each case, 5 individually packaged biopsy instruments were included. Device labeling appeared on each of the cases, and on each of the 5 devices within the case. During our inspection process, we noticed some of the case labels were visually different from what we know to be the manufacturers, and the same for the individual device labels within. The expiration format was different from the manufacturers, and some device labels didn't match case labels. We also keep a digital log on all received products by scanning the manufacturer's barcode. The data received from these scans clearly showed that the product labels received from (B)(4) had been altered. The data from some scans resulted in a completely different item number, lot number, and expiration from what was printed on the label. The UDI information was also inconsistent on some of the biopsy instruments -device identifiers couldn't be found in the gudid database -product identifier expiration did not match the expiration on the label. As a result of the reasons listed above, all max-core biopsy instruments received from (B)(4) have been quarantined and considered to be fraudulent. FDA safety report ID # (B)(4).